Manufacturer narrative:
According to the facility, the "pump was set to deliver 480cc over 2 hours and a total of 480cc was put in the bag. After the dose limit of 480cc was reached there was still approximately 70cc left in the bag, the total 480cc wasn't delivered to the patient." The customer reports there was no medical intervention or treatment required for the patient. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the "pump was set to deliver 480cc over 2 hours and a total of 480cc was put in the bag. After the dose limit of 480cc was reached there was still approximately 70cc left in the bag, the total 480cc wasn't delivered to the patient." The customer reports there was no medical intervention or treatment required for the patient.